Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was compared to the template and all the correct components were used. Visual inspection of the device identified that the transition from the distal cuff band to the shaft was not as gradual as feasibly possible, but was within normal expectations. Cuff bands are always raised from the shaft and create a slight bump. The height will vary from device to device due to acceptable tolerance in cuff band thickness and the operator's judgement / technique in applying and smoothing adhesive. Without a good sample (i.e., a device that does not cause irritation with the end user) to compare to the bad sample, the investigation could not identify the true root cause. Since the investigation did not identify a manufacturing defect, no corrective actions are planned at this time. Update: h3, h6, h10.

Event description:
The product is irritating the patients trachea causing a cough. There was no harm to the patient.

Manufacturer narrative:
Other, other text: no product was returned for evaluation. If product is received the investigation will be reopened. DHR review was done, no issues related to the original complaint were found.